Manufacturer narrative:
(B)(4). Date of occurrence - estimation. Date of implant - estimated. Concomitant product: heart valve: 23 mm edwards-sapien transcatheter. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of hypotension is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Article, pre-emptive positioning of a coronary stent in the left anterior descending artery for left main protection: a prerequisite for transcatheter aortic valve-in-valve implantation for failing stentless bioprostheses.

Event description:
This event was captured based on literature review. Due to the presence of multiple comorbidities, the patient was deemed inoperable. A trans-catheter heart valve implantation was planned. Multiple risk factors predisposing the patient to left main (lm) compromise. It was decided to secure the lm circulation by positioning a 4.0 x 12 mm xience stent in the proximal left anterior descending artery (lad) prior to beginning the procedure. After the trans-catheter heart valve was deployed, the patient developed acute hypotension, and diffuse st depression. Angiography showed 90% stenosis of the ostium lm, as anticipated. The xience stent was promptly positioned into the lm and deployed. The patients blood pressure temporarily recovered; however, dropped again. Intravascular ultrasound (ivus) revealed incomplete coverage of the stent. A second non-abbott bare metal stent with greater radial force was deployed in the proximal lm, overlapping the xience stent. Post-dilatation was performed. Ivus showed a well expanded stent which covered the entire part of the ostium of the lm with timi flow iii. The newly deployed heart valve was in stable position and there was no aortic insufficiency. Two months following the procedure, a CT scan of the chest confirmed patency of the lm stents and optimal expansion of the valve. It was noted that the first choice of stent (xience) was a cobalt-chromium platform and it is conceivable that the interaction of the valve stainless steel stent frame with the coronary stent may have contributed to the displacement of the stent to a more distal position than intended. No additional information was provided.